Event description:
It was reported that the patient presented for implant procedure. During the procedure, the helix was bent while removing the tissue stuck in the helix. The lead was not used and replaced during the procedure. The patient was stable.